Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0 / (B)(4)/ model #: 1420-controller / expiration date: 2018-07-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-07-31. Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650- / expiration date: 2018-06-30 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-06-30 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650- / expiration date: 2017-02-28 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2016-02-28 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650- / expiration date: 2018-03-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-03-31 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650- / expiration date: 2018-06-30 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-06-30 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650- / expiration date: 2017-03-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2016-03-31 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650- / expiration date: 2017-03-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2016-03-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six batteries were triggering critical battery alarms while at a charge greater than 25%. It was also reported from the controller log files that two controllers sounded with a ventricular assist device (vad) disconnect alarm. All associated batteries we exchanged while the two controllers remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: two controllers and two batteries (B)(4) were not returned for evaluation. Four batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed multiple critical battery alarms due to communication errors involving (B)(4). Additionally, two (2) vad stopped alarms were recorded due to physical disconnection of the driveline. Log file analysis of (B)(4) revealed one (1) vad stopped alarm due to a physical disconnection of the driveline. As a result, the reported events were confirmed. The most likely root cause of the reported "critical battery alarm" event can be attributed to a communication error between the controller and battery. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported vad disconnect alarms observed in the log files may be attributed to a physical disconnection of the driveline from the controller due to a controller exchange and/or misuse of the device. Additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: four batteries ((B)(4) ) were returned for evaluation. Two controllers ((B)(4) ) and three batteries ((B)(4) ) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis associated with (B)(4) revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed relative state of charge (rsoc) between 101-201 involving (B)(4) , which is indicative of a communication error. Analysis of the alarm log files revealed multiple critical battery alarms due to communication errors involving (B)(4) . Additionally, two (2) vad disconnect alarms were recorded indicating a physical disconnection of the driveline from the controller. Log file analysis associated with (B)(4) revealed one (1) vad disconnect alarm due to a physical disconnection of the driveline from the controller. As a result, the reported event was confirmed. The most likely root cause of the reported communication error can be attributed to the controller not receiving responses from the battery or due to the packet error checking method detecting bit errors. The most likely root cause of the critical battery alarms can be attributed to communication errors between the controller and batteries. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported vad disconnect alarms may be attributed to a physical disconnection of the driveline from the controller due to a controller exchange and/or misuse of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that four of the batteries had a communication error. Another battery also had a communication error and remains in use.